Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that the device partially delaminated after being passed through a trocar during a laparoscopic hernia repair. No further info was provided.